Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing overstimulation and was believed to have caused chronic gastritis. It was unknown if the symptom was device related or procedure related. The patient was prescribed with proton pump inhibitors.

Manufacturer narrative:
Additional information was received that the patient was doing well. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing overstimulation and was believed to have caused chronic gastritis. It was unknown if the symptom was device related or procedure related. The patient was prescribed with proton pump inhibitors.